Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis found no anomalies.

Event description:
A lawsuit alleged that the device had a manufacturer defect. The device was explanted and replaced. No patient complications have been reported as a result of this event